Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for sheath distal tip split was confirmed based on device evaluation. Available information suggests that patient factors (tortuosity, calcification, undersized vessels) and/or procedural factors (high push force) may have contributed to the reported event. In this case, it was reported that 'the sheath appeared to become caught at the edge of the stent-graft in the right cia and could not advance, where severe tortuosity was present.' Sharp or bulky calcified nodules or stent graft within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage if compounded with challenging anatomical factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards japanese affiliate, during a right transfemoral transcatheter aortic valve replacement (tavr) procedure with a 14 fr esheath+, the sheath exhibited difficulty advancing during insertion. The patient had a stent-graft placed from the right external iliac artery (eia) to the common iliac artery (cia). Pta ballooning with an 8.0 ' 40 mm balloon and dilation with a 16 fr dilator were performed before insertion. A standalone esheath+ was inserted, but the sheath appeared to become caught at the edge of the stent-graft in the right cia and could not advance, where severe tortuosity was present. The seam appeared to be widely open. Because vessel tortuosity remained, the wire was exchanged for a lunderquist wire, and the sheath was replaced with a new one, which passed without issues. There were no difficulties during passage after insertion of the delivery system, and the tavr procedure was completed. No patient injury was reported, and the patient remained in stable condition. The distal tip split was observed. Resistance was noted during insertion of the sheath. The perceived root cause was that the tip of the sheath became caught at the edge of the stent-graft with tortuosity in the right cia.

Manufacturer narrative:
Investigation is ongoing.